Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display and a failed battery test alarm on the insulin pump. Customer put in a new battery last night and then received a blank screen, battery icon with zero bars, no time, and no reservoir icon. There was also a dark circle on the screen. The last alarm was the off no power alert. Customer kept receiving a failed battery test and kept adjusting the battery cap with a screwdriver. Customer's blood glucose level was 355 mg/dl. Customer bolused 15 units. Customer used an everready battery. Customer received a low battery alert prior to the off no power alert. Customer does not have a new battery to test. Troubleshooting was performed and the customer did not receive a failed battery test. Customer was advised to monitor the pump. Customer got a blank display again. The drive support cap was also flush. Insulin pump will need to be replaced. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.